Event description:
The pt expired. The cause of death was reported to be unrelated to the implanted system. It was noted that the pt transferred care to another facility in 2007; death index confirmed pt's date of death. The cause of death was not provided. The pump was used to deliver bupivacaine, clonidine, and fentanyl.